Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, in the risk stratification range, for one patient. Subsequent testing produced results in the normal reference range. The customer sent sample into customer product line support (cpls) for additional testing and cpls was able to replicate the normal result. The results were reported out of the lab. The patient was admitted and had a pet scan performed; results of the scan were not supplied.

Manufacturer narrative:
The specimens were visually inspected and only minor hemolysis and lipemia were noted. Qc was within the customer's established ranges prior to and on the day of the event. Service was not dispatched for this event as the instrument was not being questioned at this time. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.